Event description:
The manufacturer representative (rep) reported troubleshooting was not able to be performed due to the battery being dead when the patient was seen. The rep was not aware of diagnostics being ordered regarding the device, or if they had planned to replace the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient felt stimulation in their right flank area but desired stimulation in the legs. There was stimulation in the wrong location. The patient reported problems with their device since (B)(6) 2014. Another rep met with the patient in (B)(6) 2015 to clear a power on reset (por). The por was cleared. The device had not been working and unable to program. The rep indicated that they would attempt to reprogram. It was later noted that the therapy was adequate. Other relevant medical history includes spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.